Event description:
It was reported, that patient presented to emergency room. Upon interrogation, it was found, that patient's right ventricular (rv) lead exhibited sensing and threshold anomaly. It was further noted, from x-ray, that the lead was dislodged. During lead revision procedure, the lead helix was unable to extend. The lead was explanted and replaced. The patient was stable.